Event description:
It was reported, the subject device had the knife broken, during a therapeutic endoscopic sphincterotomy (est) procedure. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the covering of the knife wire was peeled and dislodged the information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to the device but unable to trace more specifically. Olympus will continue to monitor field performance for device.

Event description:
It was reported, the subject device had the knife broken during a therapeutic endoscopic sphincterotomy (est) procedure. The procedure was completed with another similar device. There were no reports of patient harm.